Event description:
A csl replacement occurred on (B)(6) 2026. On (B)(6) 2026, the patient experienced discomfort, tension, and pain around the new csl. Barostim was turned off and a follow-up planned for (B)(6) 2026 but did not occur. A surgical exploration was tentatively planned but not yet scheduled. However, the patient experienced pain at the csl implant location and fever. The patient presented to the emergency room and received IV pain medication. The patient was hospitalized, and an evaluation for explant was planned. It was noted that the patient had no signs of infection, and, in the opinion of the physician, the patient was experiencing an extended pain/neurological issue/psychological episode. As of (B)(6) 2026, the patient had been discharged with no signs of infection and an unremarkable neurological examination. A follow-up was scheduled for (B)(6) 2026.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined, but, in the opinion of the physician, the patient was experiencing an extended pain/neurological issue/psychological episode. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6 medical device problem code: suggested code: tight lead. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A csl replacement occurred on (B)(6) 2026. On (B)(6) 2026, the patient experienced discomfort, tension, and pain around the new csl. Barostim was turned off and a follow-up planned for (B)(6) 2026 but did not occur. A surgical exploration was tentatively planned but not yet scheduled. However, the patient experienced pain at the csl implant location and fever. The patient presented to the emergency room and received IV pain medication. The patient was hospitalized, and an evaluation for explant was planned. It was noted that the patient had no signs of infection, and, in the opinion of the physician, the patient was experiencing an extended pain/neurological issue/psychological episode. As of (B)(6) 2026, the patient had been discharged with no signs of infection and an unremarkable neurological examination. As of (B)(6) 2026, the patient had no signs of infection but still experienced discomfort and what seems to be a nerve issue. As of (B)(6) 2026, the physician determined to leave barostim therapy off and monitor the patient.